Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a push button that was malfunctioning. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer was having issues with the push button, which could be caused by a loose cable that is connected to the switch pcb. The philips service engineer (se) reported that there was a loose connection on the enter button board. The issue was resolved after reconnecting the cable on the enter board.